Manufacturer narrative:
If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The complaint can be confirmed. Saline residue was present in the suction tube indicating the device was used. Visually, it was observed that the tip of the device is broken. Probable cause can be attributed to end user misuse during procedure, as these types of failures may be attributed to. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from affiliate on 16july2018: it is unknown if the breakage resulted in surgical delay of greater than thirty (30) minutes or an inability to complete the procedure as intended. The procedure was completed with a new electrode. Alternatives were not readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. At this time, no surgical intervention is planned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the tip of the coolpulse 90 electrode was broken during a knee surgery. Some small parts of the instrument are still in the patient.